Manufacturer narrative:
Exemption number e2019001- permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The two additional proglide devices referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a total of three proglide devices during an interventional pvc ablation procedure. Reportedly, all three devices failed and had the same issue, sutures with knot came out when the devices were removed. Physician started with a pre-close technique via 7f sheath but when attempting to pre-place the sutures of the first device, the sutures with the knot came out when the device was removed. No tissue damage was noted. The pre-close technique was aborted. The sheath was upsized to 10f and the procedure was completed. Post procedure, there was still wire access and the physician attempted two other devices but same issue occurred. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.